Event description:
The dealer states that the device was just returned from repairs today, and while running during testing, the unit is alarming. Dealer is stating that the unit stops running s/n (B)(4).